Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a person using the ilet experienced prolonged hyperglycemia after a meal when the meal announcement did not match the food consumed, despite no infusion set leaks, no pump alarms stopping insulin delivery, and a confirming fingerstick; the highest glucose was over 400 mg/dl and levels remained elevated above 180 mg/dl for many hours before trending down. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no assistance required. Investigation included complaint intake, troubleshooting, and user education focused on meal announcements and incorrect meal size. Investigation of this case revealed no device malfunction or infusion set issue and identified user meal announcement mismatch as the likely contributor to the high glucose event. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect meal entry.